Event description:
It was reported that fire sparks were emitted from the battery charger. No serious injury was reported. Additional information has been requested but has not been made available as of the date of this report.